Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication. A technical support specialist (tss) checked and found that the medication was associated with pi, which prevented the customer from pulling the drug. After an hour, the rx verify expired, requiring the customer to request it again. Tss explained the situation to the customer and had submit a new rx verify request so that tss could reset the medbank application if product incident continued to cause errors. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to pull the medication previously, even though the rxverify had been approved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.